Event description:
It was reported that there was excessive granulation tissue formation in the tonsillar fossa causing secondary hemorrhage in the 2nd postoperative week treated with hemostasis.

Manufacturer narrative:
The device was returned for evaluation and intended for treatment. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode wear with discoloration/contamination and scuff/scratch marks on the spacer and return electrode. The insulation on the shaft is scratched but not compromised. The device was returned with a partially closed roller clamp on the saline connector/tube. There were no manufacturing abnormalities found on the returned device. The roller clamp on the saline connector/tube was fully opened and the returned device was activated in a saline solution using a known good coblator ii controller. The ablate- and coagulation- function performed as intended. The wand did produce plasma as specified when plugged into a known good coblator ii controller. No smoke or steam was indicated during the tests. The complaint was not verified and the root cause could not be determined with certainty as several factors could have contributed to the reported failure. Possible factors that could contribute to the reported event include: (1) the suction line was not properly connected or the suction pressure at the customers facility or (2) may have not supplied enough pressure in order to excavate tissue or (3) when the recommended suction pressure is not used, this will decrease the functionality of the wand. Post-operative bleeds are a known complication post tonsillectomy. Currently unable to rule out the expected recovery process of granulation tissue formation and eschar slough and/or patient diathesis as possible contributing factors to the reported secondary bleed based on the information provided. The impact beyond the reported secondary bleeds, subsequent return to the operation theatre for hemostasis, and expected convalescence period of either patient cannot be determined.